Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, an embolization event occurred. The lesion being treated was a heavily calcified, 60mm sfa lesion. The physician used a 2.0 diamondback oad and performed three runs; one run at low speed for 30 seconds, then medium speed for 30 seconds, and then high speed for 30 seconds. He administered 400 mcg IV nitroglycerine pre-treatment and 200mcg between each run. Following the intervention, the at and peroneal vessels demonstrated sluggish flow, so he used a fetch aspiration catheter to aspirate both vessels and followed up with the balloon angioplasty using a 5x60 balloon inflated to 6atms. Three written requests have been made for additional info regarding this event, but no info has been received.

Manufacturer narrative:
Device analysis: the device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported complaint. The device met its material, assembly, and quality control requirements. The root cause for the reported event is unk. (B)(4).